Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient "died suddenly" on approximately (B) (6) 2010. The device measured a battery impedance of 3100 ohms and "showed a depleted status." Follow up information reported the health care professionals do not think the death was device related, however, the battery measurement was noted to be within normal limits while interrogation showed a depleted status. The cause of death has been requested and not received.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.